Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cool endoscopy road runner wire guide. The wire guide was advanced through a triple lumen catheter (made by another manufacturer) and into the pancreas. The wire guide was advanced beyond several calcifications, but the wire guide was unable to reach the tail of the pancreas. There were multiple calcifications in the pancreas and the pancreatic duct had an alpha loop. The wire guide became wrapped around a calcification and resistance in wire guide removal was encountered. Removal of the wire guide was successful, but the coiled tip of the wire guide broke and detached in the pancreatic duct. The coiled tip exhibited stretching and was extending from the papilla. Several attempts were made to endoscopically remove the wire guide tip. The coil spring broke into segments with each attempt. After several attempts, the physician abandoned the endoscopic removal of the wire guide tip. Two days later, the pt underwent surgery to treat calcific pancreatitis and the remaining section of the wire guide tip was removed at this time. The physician indicated this surgery was not performed specifically for removal of the wire guide tip. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: as part of our evaluation, the wire guide was returned to the wire guide supplier for evaluation. The coiled wire guide tip was returned separated from the wire guide device. The tip is in an elongated condition, measuring approx 9cm in length. Approx 1.4cm of the core wire tip has separated from the main shaft of the wire guide device and remained attached inside the coiled wire guide tip. The condition of the wire guide suggests an application of excessive pressure was applied to the wire guide (i.e stretching of coiled tip and breakage of inner core wire). These observations suggest this damage may be related to procedural factors. Prior to distribution, this wire guide is inspected by the supplier for bends, kinks, adequate joint strength and other surface imperfections. After a review of the device history for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the info provided indicated the wire guide became wrapped around a calcification in the pancreas. This is the most likely cause for resistance in wire guide removal from the pancreatic duct. If the wire guide was subjected to excessive pressure, perhaps in response to removal difficulties, this is likely to have caused the damage to the wire guide. The instructions for use for this product line instruct the user to flush the wire guide with water or saline prior to removal from the wire guide holder and before each exchange. This activity will aid in optimal performance of the wire guide. Inadequate flushing of the wire guide prior to use and between each exchange can result in damage to the wire guide. Prior to distribution, all wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the appropriate individuals at the wire guide supplier have been notified in an effort to heighten awareness. No further corrective action warranted at this time because this may be related to pt condition/procedure factors. The likelihood of this type of occurrence is rare. Customer quality/assurance will continue to monitor for complaint trends.